Manufacturer narrative:
Unit was returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Tech plugged the unit in to ac power and walked away when he came back the charger had melted where it connects to the eclipse unit

Manufacturer narrative:
Unit was returned for evaluation. The unit did not show any signs of a malfunction while testing, however a different ac power adapter had to be used as the one received from the unit did not physically fit in the power inlet due to the deformation of the plastic on the plug around pin 1. Pin 1 on the power supply was slightly loose compared to pins 2 and 3 that could not move. Additionally, pin 1 on the power input wire harness had more of the contact showing than pins 2 and 3, and pin 1 could move. This unit produced oxygen within the 87-95.5% purity specification and the 7-14 psi pressure specification. Additionally, the unit charged the battery as intended. The unit did not produce any abnormal smells or heat while operating. The power supply received with the unit produced the correct voltage but did not physically fit into the unit.